Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 53 previously reported events are included in this follow-up record. Product return status 40 devices were received. 13 devices were not available for evaluation.

Event description:
This report summarizes 53 malfunction events in which the device reportedly overheated. - 50 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 53 malfunction events in which the device reportedly overheated. 51 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 53 previously reported events are included in this follow-up record. Product return status: 40 devices were received. 10 devices were not available for evaluation. 3 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 53 previously reported events are included in this follow-up record. Product return status 38 devices were received. 6 devices were not available for evaluation. 9 device investigation types have not yet been determined.

Event description:
This report summarizes 53 malfunction events in which the device reportedly overheated. - 51 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 53 events were reported for this quarter. Product return status: 21 devices were received. 2 devices were not available for evaluation. 30 device investigation types have not yet been determined. Event confirmation status: 9 reported events were confirmed. 12 reported events were not confirmed. Evaluation results: 14 devices were found to be affected by internal corrosion. 7 devices were found to be affected by lubrication breakdown. 53 devices were not labeled for single-use. 53 devices were not reprocessed or reused.

Event description:
This report summarizes 53 malfunction events in which the device reportedly overheated. 51 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.